Event description:
Pt in for cystoscopy with stent placement; sigmoid colectomy. Dr requested tah 60 for the procedure. When the handle was pressed, the appliance did not fire. No appliance staples were noted in the staple line site.